Event description:
Additional information received reported the patient¿s pain was stable at their last visit in 2006. The reporter stated the patient did not mention a car accident in 2006 and the hcp did not do the surgery at their clinic.

Event description:
It was reported that a cervical lead revision occurred as a result of a car accident, and was placed incorrectly. The patient was feeling a constant jolting sensation in his neck. A new physician was possibly going to schedule a lead revision. Additional information received reported interrogation took place and the device was implanted at another site. The patient recovered without sequela. Further information clarified that 4 to 5 days after implant the patient was in a car accident and it ¿yanked it out¿ so the patient had to go back in. After the accident, when stim was turned on the patient would get ¿electrocuted¿ so he had it turned off. One of the patient¿s physicians told the patient there wasn¿t much he could do, and injected the patient¿s neck with botox. It was noted that patient went from ¿such a huge high¿ with the trial, to ¿such a depression.¿ a different physician indicated ¿sometimes it works, sometimes it doesn¿t¿; however, it was unclear what this referred to. It was noted that ¿one of the girls¿ would check the device and everything was fine, but that was 7-8 years prior to (B)(6) 2013. The patient also received several blocks in his neck and spine. The patient was told by a physician it was fine to just leave the implant in.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3986a lot# lc0717, implanted: 2004 (B)(6); product type lead product ID 748966, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748966, serial# (B)(4),v implanted: 2004 (B)(6); product type extension. (B)(4).

Event description:
Additional review of the event determined patient symptoms also included the system being "not helpful."